Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range impedance measurement and a high threshold measurement. At this time the device will remain in service and the patient will be monitored. If the issue persists, surgical intervention may be done to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A report will be sent once the device has been returned and analyzed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported observations were not confirmed as the device met specification during laboratory analysis.

Event description:
Additional information was recently received that surgical intervention was performed to resolve the ongoing high pacing impedance issue. The right ventricular lead was surgically abandoned while this pulse generator was explanted. An x-ray was taken and no abnormalities were noted. This device will be returned for analysis. No additional adverse patient effects were reported.